Manufacturer narrative:
.

Event description:
It was reported that the serial cable was inadvertently discarded. Therefore, analysis is unable to be completed.

Event description:
It was reported that the physician was having issues charging her handheld device. The components of the programming system were swapped with known working components with the suspect handheld device; the issue was isolated to the handheld serial cable. The handheld device then displayed a ¿memory error has been detected¿ message which resolved after a hard reset was performed. It was noted that the handheld device was performing slowly when in use. The faulty serial cable has not been returned to the manufacturer to date.